Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ plus had foreign matter on the catheter tube. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: 7 actual used sample was returned (6 without packaging & 1 in opened packaging). The samples were subjected to visual inspection. No fm or other abnormalities was observed on all the samples. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Conclusion: no fm or other abnormalities was observed on all the actual samples. Hence, no root cause can be established.

Event description:
It was reported that bd angiocath¿ plus had foreign matter on the catheter tube. No serious injury or medical intervention was reported.